Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available at the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a hypotension, pericardial effusion and cardiac tamponade occurred and procedure was cancelled. It was reported that versacross connect laac access solution selected for a left atrial appendage closure (laac) procedure. Right femoral vein access was obtained in normal sterile fashion guide, wire placed and 8fr french sheath was inserted. A .032 j-wire was inserted through sheath, advance to superior vena cava (svc) and the 8fr sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patients pacemaker wires and wanted to adjust as to not damage the leads. The physician had a difficult time advancing around the leads and into the svc. Multiple wires were attempted. An .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over wire. The wire was removed and the versacross wire inserted through trusteer sheath. The trusteer was then pulled back into ra, positioned onto the septum, and verified to be in a safe location on fossa in two views using transesophageal echocardiography (tee). At this point the patient heart rate increased from 60 to 100 bpm. And the blood pressure dropped from 90s systolic to 70s. A 4-chamber sweep of the heart was obtained and a small trace effusion was noted. The effusion did not appear to be getting worse, so the physician proceeded. Transseptal puncture (tsp) was obtained and the wire advanced into left superior pulmonary vein (lspv). The trusteer sheath was advanced over guide wire into la. The non-boston scientific pigtail catheter was advance into left atrium (la) and directed to la appendage. Anesthesia physician then noted that the blood pressure decreased to 54 systolic even with medication treatment. The physician aborted the case and removed all devices from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intracostal approach and a drain was placed. The patient was extubated and transferred to intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date. It was further reported that the versacross system was removed and watchman sheath was across the septum at the time effusion was noticed. It was also indicated that a non-boston scientific exchange length j-wire, and glidewire were both used in the procedure. It was not reported malfunctions with the versacross devices used.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a hypotension, pericardial effusion and cardiac tamponade occurred and procedure was cancelled. It was reported that versacross connect laac access solution selected for a left atrial appendage closure (laac) procedure. Right femoral vein access was obtained in normal sterile fashion guide, wire placed and 8fr french sheath was inserted. A .032 j-wire was inserted through sheath, advance to superior vena cava (svc) and the 8fr sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patient's pacemaker wires and wanted to adjust as to not damage the leads. The physician had a difficult time advancing around the leads and into the svc. Multiple wires were attempted. An .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over wire. The wire was removed and the versacross wire inserted through trusteer sheath. The trusteer was then pulled back into ra, positioned onto the septum, and verified to be in a safe location on fossa in two views using transesophageal echocardiography (tee). At this point the patient heart rate increased from 60 to 100 bpm. And the blood pressure dropped from 90s systolic to 70s. A 4-chamber sweep of the heart was obtained and a small trace effusion was noted. The effusion did not appear to be getting worse, so the physician proceeded. Transseptal puncture (tsp) was obtained and the wire advanced into left superior pulmonary vein (lspv). The trusteer sheath was advanced over guide wire into la. The non-boston scientific pigtail catheter was advance into left atrium (la) and directed to la appendage. Anesthesia physician then noted that the blood pressure decreased to 54 systolic even with medication treatment. The physician aborted the case and removed all devices from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intracostal approach and a drain was placed. The patient was extubated and transferred to intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available at the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a hypotension, pericardial effusion and cardiac tamponade occurred and procedure was cancelled. It was reported that versacross connect laac access solution selected for a left atrial appendage closure (laac) procedure. Right femoral vein access was obtained in normal sterile fashion guide, wire placed and 8fr french sheath was inserted. A .032 j-wire was inserted through sheath, advance to superior vena cava (svc) and the 8fr sheath was removed. The trusteer was inserted over the wire and advanced into the inferior vena cava (ivc)/right atrium (ra) junction. The physician noted that the exchange wire was passing in between the patients pacemaker wires and wanted to adjust as to not damage the leads. The physician had a difficult time advancing around the leads and into the svc. Multiple wires were attempted. An .032 angled wire was used to advance into the svc. The trusteer sheath was then advanced over wire. The wire was removed and the versacross wire inserted through trusteer sheath. The trusteer was then pulled back into ra, positioned onto the septum, and verified to be in a safe location on fossa in two views using transesophageal echocardiography (tee). At this point the patient heart rate increased from 60 to 100 bpm. And the blood pressure dropped from 90s systolic to 70s. A 4-chamber sweep of the heart was obtained and a small trace effusion was noted. The effusion did not appear to be getting worse, so the physician proceeded. Transseptal puncture (tsp) was obtained and the wire advanced into left superior pulmonary vein (lspv). The trusteer sheath was advanced over guide wire into la. The non-boston scientific pigtail catheter was advance into left atrium (la) and directed to la appendage. Anesthesia physician then noted that the blood pressure decreased to 54 systolic even with medication treatment. The physician aborted the case and removed all devices from the patient. A transthoracic echocardiogram (tte) was performed, and the effusion was noted to have increased in size. A pericardiocentesis was performed via an intracostal approach and a drain was placed. The patient was extubated and transferred to intensive care unit (ICU) for monitoring. The patient remained stable and has been discharged home. A reattempt at implant will be scheduled for a later date. It was further reported that the versacross system was removed and watchman sheath was across the septum at the time effusion was noticed. It was also indicated that a non-boston scientific exchange length j-wire, and glidewire were both used in the procedure. It was not reported malfunctions with the versacross devices used. It was further reported that the patient has been released from the hospital without any further issues or intervention needed, discharge date was unknown.